Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h12g11099 and h12g19068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with the therapy was not reported. While in the hospital for a cough, the patient developed peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the cough. It was unknown if the patient had recovered from the peritonitis. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that following the patient's discharge from the hospital, they were transferred to hospice care. On an unreported date, the patient stopped pd therapy. On (B)(6) 2013, the patient died due to stopped pd therapy. It was not reported if an autopsy was performed. At the time of death it was unknown if the patient had recovered from the peritonitis. The patient was recovering from the cough. Per the nurse, the death was related to pd therapy. A review of all batch record documents was performed for lot number h12g11099 with no issues noted during the manufacturing process. There were no deviations from standard procedure.